Event description:
It was reported that the patient experienced inflation anomalies with an inflatable penile prosthesis (ipp). The patient was not able to squeeze the pump as it felt hard. Troubleshooting was attempted to no avail; therefore, a revision surgery is necessary. It was unknown if a the procedure had been scheduled. There were no patient complications reported.